Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to run the detect and treat test) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was a cut along the trunk cable, severing all the wires inside. The cause of the test failure is the severed wires of the trunk cable. The root cause of the severed wires cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was unable to run the detect and treat test.